Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one dialysis patient on the architect i2000sr analyzer. The following data was provided: architect: about 10 ng/ml (package insert architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml). The sample was also tested on two other methods: pathfast: about 4 (pathfast cutoff is 0.03), srl: about 4 (srl cut-off is unknown) there were no clinical findings. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Additionally, the expected values section of the architect stat troponin-I reagent package insert states any condition resulting in myocardial cell damage can potentially increase cardiac troponin-I levels. Published studies have documented that these conditions include, but are not limited to, angina, unstable angina, congestive heart failure, myocarditis, cardiac surgery, or invasive testing and noncardiac related causes such as pulmonary embolism, renal failure, and sepsis. Testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.